Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, an imaging was performed it was noted that the right ventricular (rv) lead and left ventricular (lv) leads were dislodged. Additionally, the lv lead had helix mechanism issue resulting in failure to retract the helix. Both rv and lv leads were then removed and replaced. The patient was in stable condition.